Event description:
It was reported approximately 39 days post port placement, the catheter allegedly leaked at the joint where the catheter meets the hub. It was further reported the catheter was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one powerline d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and fluid leak issues, as a fracture was identified between the catheter and red luer at the proximal end of the extension leg. The rupture between the red luer and its corresponding extension leg appeared rough and granular. Upon infusion of the red luer, a leak from the rupture was noted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported approximately 39 days post port placement, the catheter allegedly leaked at the joint where the catheter meets the hub. It was further reported the catheter was allegedly fracture. There was no reported patient injury.